Event description:
Information was received from a patient via manufacturer representative who was receiving fentanyl (500 mcg/ml at 75 mcg/day) and bupivacaine (5 mg/ml at 0.7509 mg/day) via an implantable pump for spinal pain. It was reported that the patient's pump was just replaced due to normal eri battery longevity. Over this weekend the patient heard what she thought was a single toned alarm that lasted one minute occurring each hour from their new pump. The rep checked the pump status with logs and there were no alarm logs present.  The patient had kept their old pump but she did not believe the alarm was coming from the old pump. Additional information was received from a healthcare provider (hcp) via a company representative who reported that it was not determined what the patient was hearing. Per the patient the alarm was going off every 45 minutes or so, so they had the patient wait at the doctor¿s office for an hour and a half and they never heard an alarm. No additional actions were taken. The patient wasn¿t having any adverse drug effects; upon interrogation everything looked normal; and no alarms were heard.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.